Event description:
Pt had repair of ventral hernia 1/10/94, using a 10 x 14 mesh. Mesh was secured with interrupted sutures and a notch cut to facilitate its placement around certain tissue structure. Pt returned to surgery 4/4/94, for recurrent hernia. Mesh found to be split down the middle extending from notch. A soft tissue patch was implanted to correct hernia.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.